Manufacturer narrative:
Concomitant devices: gradius, asahi intecc guidewire, unknown replacing balloon. (B)(6). The product will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber pta catheter could not be inflated and the physician assumed it ruptured. It was unknown if leakage was noted. It was removed and replaced with another balloon catheter. There was no reported patient injury. The patient was a male, but his age was unknown. The intended procedure was a pta. The target lesion was the left common iliac artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. For the procedure, a saber pta catheter was opened. It is unknown if there was difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no damages or anomalies noted. The device prepped normally with no anomalies noted. The contrast media, contrast ratio, indeflator used were unknown. It was unknown if the guidewire crossed the lesion without difficulty. After the lesion was crossed with a non-cordis guidewire, the saber pta was inserted into the patient. It is unknown if there was resistance/friction or of difficulty advancing or crossing the lesion with the saber. However, it could not be inflated. The physician assumed the balloon had ruptured, however, it was unknown if there was any leakage noted. There was pressure when inflating the balloon. It was unknown if the balloon catheter was in an acute bend or if the device was kinked during use. The saber pta was removed from the patient and another balloon was use instead. It is unknown if the saber pta catheter was removed without difficulty. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: the balloon of a saber pta catheter could not be inflated and the physician assumed it ruptured. It was unknown if leakage was noted. It was removed and replaced with another balloon catheter. There was no reported patient injury. The patient was a male, but his age was unknown. The intended procedure was a pta (percutaneous transluminal angioplasty). The target lesion was the left common iliac artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. For the procedure, a saber pta catheter was opened. It is unknown if there was difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no damages or anomalies noted. The device prepped normally with no anomalies noted. The contrast media, contrast ratio, indeflator used were unknown. It was unknown if the guidewire crossed the lesion without difficulty. After the lesion was crossed with a non-cordis guidewire, the saber pta was inserted into the patient. It is unknown if there was resistance/friction or of difficulty advancing or crossing the lesion with the saber. However, it could not be inflated. The physician assumed the balloon had ruptured, however, it was unknown if there was any leakage noted. There was pressure when inflating the balloon. It was unknown if the balloon catheter was in an acute bend or if the device was kinked during use. The saber pta was removed from the patient and another balloon was use instead. It is unknown if the saber pta catheter was removed without difficulty. The procedure was finished successfully. There was no reported patient injury. The product was not returned for analysis. A device history record (DHR) review of lot 17097255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ and ¿balloon- inflation difficulty-unable to inflate¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.